Event description:
It was reported the patient experienced heating at the ipg site. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
The reported event for ipg becomes warm was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing. The ipg met the product requirement specification for heat generation during use. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.